Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high pacing thresholds. The patient was also reported to have experienced diaphragmatic stimulation. The lv lead was reprogrammed and later surgical intervention was performed to explant the lv lead. No additional adverse patient effects were reported.